Event description:
The following information was obtained from the customer report that was provided with the returned guidewire: "the wire appeared to perform as normal as it passed through the lead and was observed under fluoroscopy to have passed through the distal end of the lead and further up the target vessel (approximately 5 cm past the distal tip). After only 30-60 seconds of manipulation of the lead and wire, the physician turned to me and stated "the wire seems to have snapped". It was discovered upon retraction of the wire from the lead that the distal portion that was still visible under fluoroscopy in the coronary vein distal to the lead tip, was indeed still in the heart and that it had sheered from the retracted portion of the wire. The physician said that he had never seen this before and that he felt no real resistance at any time when he was manipulating the lead or retracting it out of the lead and body of the patient. The wire remains in the vessel and the lead appears to be functioning normally. The physician did not express any concerns to the safety of the patient and felt that there was nowhere for the "floating" piece of wire to got that would cause an issue, as the pacing lead is firmly lodged in behind it in the same vessel."